Event description:
The device was used during a thoracoscopy. The device staple line, on third firing, was not hemostatic. It was observed one side of cartridge drivers had not fully advanced, indicating malformed staples. The surgeon grasped the bleeding tissue and hemostasis was achieved with suture. Procedure continued with four more reloads in same device. Cartridge zr45b, lot #j4217m was not saved. Buttressing material was not used. There was no consequence to the pt.